Event description:
It was reported, the patient had received a low battery flag. The longevity calculation of the ipg using the patient's settings were inconclusive. It was reported the patient was to consult with the physician regarding a possible ipg replacement.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.